Event description:
It was reported the customer had battery issues with their insulin pump. Customer reported receiving a battery out limit alarm, weak battery alert, and bad battery alarm. Troubleshooting did not find any damage to the customer's battery compartment. The customer's blood glucose was 204 mg/dl. Customer also reported a off no power alert on their insulin pump. Customer stated they did not receive a low battery alert prior to the off no power alert. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Unable to verify failed battery test alarm, off no power alarm, battery out limit alarm, weak battery alarm or bad battery alarm due to blank display. Pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.